Manufacturer narrative:
B3:2025 was the year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 41622, which typically indicates a problem with the motor or a blockage within the pump. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg - 04-aug-2025. H3 and h6 coded - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed there are no errors related to the customer complaint. The device was visually inspected and found broken battery compartment, lens scratches. The broken battery compartment caused small parts to get struck in the gears, preventing the motor from moving. The customer reported issue was confirmed and the cause of the reported issue was broken battery compartment. The service history review had no indication that the complaint was related to a service of the device within the review period. The battery compartment was replaced to resolve the issue. Additionally, the seal and the lens were replaced due to scratches. The performance verification test was performed, and the device passed all functional testing after repair.